Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that alerts for multiple ventricular fibrillation (vf) episodes, non-sustained ventricular tachycardia (nsvt) episodes, and rv oversensing were observed via remote transmission. The patient received multiple inappropriate shocks. Intermittent oversensing of p-waves, loss of capture, and decreases in r wave amplitude were observed on the egms. A chest x-ray revealed lead dislodgement. It was elected to keep the system implanted and implant a new system on the right side of the patient. The pacing and high voltage (hv) therapies were programmed off. The patient was recovering normally post procedure.